Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise and oversensing on the right ventricular (rv) lead channel. This resulted in the storage of non-sustained episodes, however this patient had an underlying rhythm and there was no evidence of asystole for greater than two seconds. There was also no evidence of inappropriate tachycardia therapy delivered. In a review of the daily measurements there had been a decrease in pacing impedance measurements of 60 ohms. There were no pacing impedance measurements that were out of range. Isometrics were performed which confirmed the reported noise. This device was included in subpectoral implant 2009 ((B)(6) 2009) advisory population and was implanted sub-pectorally. A revision procedure took place and the device was explanted. It was reported the device header was slightly loose from the can. The lead was tested through the pacing system analyzer (psa) and normal measurements were observed. There was no visual evidence noticed on the lead. A new device was implanted and remains in service with the chronic rv lead. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted scratches from the explant procedure, but had no affect on the analysis results or operation. The header was firmly attached to device case. Seal ring marks indicate the rv lead was fully inserted. An x-ray of the device header confirmed the feed thru wires were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.